Event description:
It was reported that the tissue morcellator would not cut. The device was returned and the eval revealed that, the sheath was stuck in the cut position with the blade exposed. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the actual device was returned for eval and the device will not function per the requirement. The cut/no cut button does turn but, the outer sheath stays in the cut position. The gray drive box connector that plugs into the mdu is broken. The device was disassembled and noted that the front collar on the end of the outer sheath has broken free from the outersheath and is no longer adhered, however, there is evidence that the front collar had adhesive applied to it. Visual inspection on the cutter tube shows that the cutting edge has been dulled and rolled over. The cutting edge has wear and damage which would be consistent with what occurs when cutting calcified tissue. The inner sheath and cutter tube are frozen together with dried fluid.